Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited whitish deposit was spread in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material in the air/water supply channel was confirmed. The type of foreign material could not be identified. There was no physical damage in the area where the foreign object remained. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use (IFU). Hence, a definitive root cause could not be determined. The events can be detected and prevented by implementation in accordance with the below IFU. Instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.